Event description:
Pt was able to fill a contact lens rx at least 2 years past its expiration date. From "1 800 contacts". Pt was using acuvue contact lenses as extended wear and had acquired moderate amounts of corneal neovascularization secondary to cl overwear/extended wear. Last eye exam was 1999. Pt's corneal state puts them at increased risk for corneal ulcer and vision loss.